Manufacturer narrative:
The pod was received with the adhesive pad fully attached to the bottom housing. No damages or defects were observed to the adhesive pad or welds. No problem was found. Corrosion was observed on multiple internal components. Despite multiple attempts to retrieve the data, it could not be obtained due to the observed corrosion. This corrosion also led to drained voltages of the bottom and middle batteries. A leak test revealed an internal soft cannula tear resulting in fluid leaking internally. This tear can be confirmed as the cause of the observed corrosion, data loss, and battery voltage draining. This damage did not affect the reported event.

Event description:
It was reported the patients blood glucose level rose to >250 mg/dl while wearing the pod between 1 and 4 hours. It was reported that the pod was tearing away from adhesive backing. As treatment, the patient succuessfully activated a new pod.